Event description:
The pt fell and broke her foot and ankle. At the time of the fall, she felt a sharp pain at the implant site and was no longer feeling stimulation. A fluoro confirmed that the lead had migrated and appeared to be damaged. The pt was implanted with a new advanced bionics lead.